Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Reference internal complaint (B)(4).

Event description:
Following a novasure endometrial ablation on (B)(6) 2011, on an anteverted uterus, a hysteroscopy was done which showed a "well ablated endometrium, good uterine distension, and no evidence of a perforation." The pt was discharged home. She returned 4 days later ((B)(6) 2011) with "severe abdominal pain." A computed tomography (CT) scan showed "free air in the abdomen." A laparoscopy was done and a general surgeon found "fine adhesions of the bowel to the uterine fundus. When the bowel was dissected off the uterus there was two rings of blanching on the uterine fundal serosa with possible small perforations within the rings. No bowel injury was found." The pt was admitted to the hospital post-operatively for antibiotics and further observation. She was discharged home 10 days later.